Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited atrial noise oversensing. It was also noted that electrograms were missing from the ICD due to lack of storage. No intervention was performed. The patient was stable throughout.